Event description:
The reason for explant is not known at this time. Rep spoke with personnel from the hosp and was told that pathology has the valve. An operative report has been requested.

Event description:
In 1998, they implanted a 23 mm mitral st. Jude medical mechanical heart valve sjm master series (model 23mj-201). The pt had a history of rheumatic heart disease, lupus, and developed pneumonia in 1/2000. In 2000 the pt's inr was 1.54. Her coumadin therapy was readjusted and it was reported their inr returned to therapeutic range. Infiltrative process was observed on x-ray for mediastinal adenopathy and confirmed on CT scan. It was believed pt had sarcoidosis. Mediastinoscopy for lymph node biopsy was performed in 2000. Their coumadin was restarted and her inr levels returned to therapeutic. In 4/2000, pt returned with increased shortness of breath and hemoptysis, at which time their inr was 4.79. In 2000, the dr. Explanted this valve due to thrombosis confirmed by cardiac catheterization. According to the info received, the valve was found to have "almost complete obstruction" of the leaflets and severe stenosis. At explant, there appeared to be old fibrin deposits along with "fresh clot" on the valve and one of the leaflets was "stuck" partially open. A 23 mitral st. Jude medical mechanical heart valve sjm masters series (model 23mecj-502) was then implanted. It was reported the surgeon belived the thrombus formation began two-three months preoperatively when the pt's inr level was subtherapeutic, which may have caused partial thrombosis of the valve. Then, when their anticoagulation was stopped to allow for mediastinoscopy, thrombosis was "accelerated" and "almost completely occluded" the valve. According to the hosp pathology report, the valve contained non-infected ogranized thrombotic material and small fragments of myocardial tissue. There was no evidence of inflammation. The pt was reported to be "doing well without any complications" and no additional info was received.